Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hours and no pump error 23, pump error 49, pump error 68 or blank display anomalies noted. Power connector plug in and locked in place properly. Unit properly received blood glucose readings from contour next blood glucose meter. No communication anomalies noted. Unit received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was 306 mg/dl at the time of the incident. Customers stated they woke up to a shutdown device and changed the battery. This resulted in 3 pump errors and the device shutting on and off. Customer was advised they experienced an unexpected restart. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.